Manufacturer narrative:
Batch review performed on 10 december 2025. Liner: mpact dm 01.26.2850mhc double mobility hc liner d 28/dme (k092265) lot 2515647: (B)(4) items manufactured and released on 30-july-2025. Expiration date: 2030-07-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Ball heads: mectacer 01.29.201 mectacer head biolox delta dia.28 12/14-s (k112115) lot 2515734: (B)(4) items manufactured and released on 30-june-2025. Expiration date: 2030-06-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Root cause: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
At about 2 months after the primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the head and liner. The surgery was completed successfully.